Event description:
Information was received indicating that the cadd ms3 pump malfunctioned. It was reported that the device stopped working during infusion. The screen turned blank and the pump turned off. There were no adverse events reported.